Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead exhibited high capture threshold. The patient was dependent. The rv lead was capped and replaced without issue. No patient consequences was reported.